Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was over 400 mg/dl with large level of ketones, nausea, and vomiting. It was reported that the patient was treated with insulin via pump and intravenous fluids provided by medical personnel at the hospital. The patient allegedly discontinued pump therapy, remained hospitalized with recent adjustment to the basal, bolus and insulin on board settings. It was reported that there was an inaccurate delivery issue with the pump starting about 3 days ago. Customer support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programed. Review of potential causes for bg issues did not identify any assignable causes. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicate in the evaluation. Reviews of the black box data found that delivery was manually suspended for about 6½ hours three days before the complaint date. The last bolus was delivered on the complaint date, and the last basal was delivered 3 days thereafter. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus and an audio bolus was delivered and recorded correctly. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.